Manufacturer narrative:
The device associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was placing the pinnacle sponge screws with the "cardan" screwdriver and when the screwdriver was removed from the screw head, it stays glued and the screw is brought twice, causing an unnecessary pulling of the bone. Another screwdriver "hex u" was tried and this screwdriver does not attach/match in the head of the screw. The anchoring of the drills to perform these perforations is not certain, since at the moment of drilling is finished, the drills are released.